Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not perform fluoroscopy. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.